Manufacturer narrative:
The hillrom technician found all the bed controls and function working as desgined and no malfunction with the bed. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. It was reported the progressa bed moved into chair position without action by staff in the picu. The nurse reported the patient was intubated and the motion of the bed caused the tube to come out. No patient injury was reported, but possible harm was reported. Several attempts were made to obtain additional information and determine severity of the event, but hospital staff members that hillrom spoke to were unaware of this event and were unable to provide any additional information. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The intended patient range is 70 to 500 lb (32 to 227 kg) and 59" to 74" (150 to 188 cm). The hillrom bed was swapped and inspected by a hillrom technician. No damage was found to the caregiver controls. The bed was found to be functioning as designed and the reported allegation could not be duplicated. However, unintended extubation could be life threatening even if temporary in nature. Due to the potential seriousness of this event, and in the absence of additional information, this complaint has been determined to be a reportable serious event. Should additional relevant information become available, the complaint will be reassessed. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed was going into chair position without action resulting in tube coming out from intubated patient. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).